Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Device code 1074 captures the reportable event of balloon burst. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, both balloons burst when inflated. Reportedly, the balloon did not feel as strong as usual. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon had a hole located at the distal section. The catheter of the device was carefully inspected and no damages were found. Functional evaluation was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a hole located at the distal section of the body of the balloon, thereby the reported event of balloon burst could not be confirmed. It is possible that interaction between the balloon and the scope or any other surface during the procedure, inside the anatomy of the patient could have created friction, resulting in the found failure of balloon hole. Therefore, the most probable root cause is adverse event related to procedure because, the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, both balloons burst when inflated. Reportedly, the balloon did not feel as strong as usual. The procedure was completed with a third hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.